Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic distal gastrectomy, when the stomach was resected and reconstructed, the firing stopped at about 15mm and no further stapling was able to be performed. The insertion hole was closed by manual suturing.

Manufacturer narrative:
Additional information: a3, b5, g3 reportability decision downgraded from reportable ¿ malfunction to not reportable - malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic distal gastrectomy, when the stomach was resected and reconstructed, the firing stopped at about 15mm and no further stapling was able to be performed. The reload was removed and replaced with a new one. During the closure of the insertion hole at the end of the delta, another reload was used but staple malformation occurred. The distal staple line was mostly not stapled. When the video was checked, the needle of the support thread used for the insertion hole temporary closure was not taken out of the body, and the stapling was performed with the needle involved. The insertion hole was closed by manual suturing. After finishing the firing, the handle was checked, but the power handle screen showed that the cartridge tip was not recognized when connected, and the indicator of the adapter showed a yellow exclamation mark. The power handle could still be used.

Event description:
According to the reporter, on a laparoscopic distal gastrectomy, when the stomach was resected and reconstructed, the firing stopped at about 15mm and no further stapling was able to be performed. During the closure of the insertion hole at the end of the delta, another reload was used but staple malformation occurred. The distal staple line was mostly not stapled. When the video was checked, the needle of the support thread used for the insertion hole temporary closure was not taken out of the body, and the stapling was performed with the needle involved. The insertion hole was closed by manual suturing. After finishing the firing, the handle was checked, but the power handle screen showed that the cartridge tip was not recognized when connected, and the indicator of the adapter showed a yellow exclamation mark. The power handle could still be used.

Manufacturer narrative:
Additional information: b1 (product problem), b5, g3, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.